Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected: h6: component code and h6: medical device problem code. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 (seven) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the gap between the acoustic lens and ultrasound probe could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited there is a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.